Manufacturer narrative:
(B)(4). Final analysis found that the lead was returned in two pieces. External insulation abrasion was found at 7.2 cm to 7.6 cm from the connector pin, which exposed the re coil at 7.5 cm from the connector pin consistent with friction to the ICD can. The damage found likely resulted in the reported noise anomaly.

Event description:
It was reported that during a routine follow up, stored episodes for ventricular fibrillation caused by a noise on the ventricular channel were observed. All electrical measurements were acceptable and stable .the right ventricular lead was explanted and replaced on 09/16/2015. The patient was in good condition post procedure.